Manufacturer narrative:
UDI: (B)(4). Investigation summary : according to the information received, it was reported that during an rotator cuff repair two of the expressew iii suture passer w/o hook failed. Another device was used to complete the procedure. The distal grasping mechanism failed. The product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received by the customer. The complaint device was received and evaluated. Visual observations revealed that the device is worn, scratches were found in the entire device. The pin actuator of the jaw is missing and a part of the mechanism between the jaw and shaft is loose. To test its functionality, the jaws were tested; as a result, the upper jaw was slightly loose when the jaws are closed; therefore, it showed that the jaws did not close normally contributing to the holding issue as a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. According with the visual inspection and the functional test result, this complaint can be confirmed. The possible root cause for the issue experienced can be attributed when clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess load on the jaws causing it to eventually damage the jaw. Since this is a reusable device, this failure has possibly occurred after using it in this manner for many procedures. As per IFU-110114, it is important to inspect the device prior to use to ensure proper mechanical function. Visually inspect the instrument and check for damage and wear. Also, jaws and teeth should align properly. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during a rotator cuff repair procedure on (B)(6) 2021, it was observed that the distal grasping mechanism on the expressew iii suture passer w/o hook device failed. During in-house engineering evaluation, it was determined that part of the mechanism between the jaw and shaft was loose. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.